Manufacturer narrative:
Manufacturer¿s investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the submitted image did not confirm the reported outflow graft thrombus. A direct correlation between the suspected thrombus and the observed low flow alarms could not be conclusively established through this evaluation. The submitted log files captured low flow alarms on (B)(6) 2023. The device was operating as intended. (B)(6) was returned assembled with the pump cable severed approximately 19¿ from the pump housing. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief hardware properly engaged to the graft attachment. The apical cuff was not returned with the device, and the cuff lock was returned disengaged. Upon disassembly of the pump body, examination of the outflow graft lumen revealed no depositions or thrombus formations. The remaining blood-contacting surfaces also revealed no thrombus formations or depositions which would contribute to any flow issues. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heart mate 3 lvas instructions for use (IFU), is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including device thrombosis. This section also provides an explanation of each of the pump parameters, including pulsatility index (pi), and pump flow. Under ¿pulsatility index (pi)¿, this section explains: ¿the pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle).¿ section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. Section 7, ¿alarms and trouble shooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient hand book, also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient went to the emergency department (ed) and log files were submitted for review. The log file showed normal events until 17:33 on 28dec2023 where the power, flow and the pulsatility index all began to trend downwards. The log file also captured increasing pump rotor displacement at 17:33:24 and the first low flow event was captured at 17:34. The lvad temperatures were noted to have remained within normal range throughout the log files. The clinical perfusionist noted that in the log files the flow dropped from 4.6 lpm to 2.4 lpm within approximately one minute and then dropped further down to 1.7 lpm within 5 minutes which was followed by a sustained flow around 1.7 lpm which prompted the patient to visit the ed. During the ed visit the pump speed was increased from 5500 rpm to 7500 rpm, which only increased the flow estimate by approximately 0.5lpm. A gradual decrease in flow was observed during the visit. The patient experienced symptoms of presyncope, chest pain, and shortness of breath. It was reported that the patient was diagnosed with a thrombus in the outflow graft via a computed tomography angiography. Approximately three hours after the patient¿s visit to the ed, the patient was taken to the operating room for a pump exchange. There were no findings of thrombus during the surgery. The clinical staff were certain that there was something casing a flow disturbance. It was noted that during the sternotomy re-entry, there were times where the left ventricular assist device flow was re-established, which was determined to be a real flow as there was a corresponding reaction in the patient¿s arterial line pressure. The patient was discharged home following the pump exchange in stable condition.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.